Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure to treat lumbar spinal stenosis. It was reported that the set screw threads were damaged during insertion into the bone screw. No patient complications were reported.